Event description:
It was reported that during a trial procedure on (B)(6) 2025, the curve of the sheath sheared off when the physician attempted to pull the sheath back through the needle after too much force was applied when attempting to surpass ligaments. As a result, the procedure was abandoned, and a portion of the sheath remains implanted. As a result, surgical intervention may be undertaken to remove the remainder of the sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.